Manufacturer narrative:
On 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the returned clamp was found to be in good condition and functioned normally. The adjustment screw is not damaged and turns smoothly through the travel. The head is not rounded out and receives the mating tool without issue. Was able to attach a tracker and remove without issue. No problem found.

Event description:
A medtronic representative reported that the screw on a clamp instrument was damaged. The medtronic representative reported the tightening screw was damaged and the screw head showed signs of wear. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative, following up with the site, reported that the site has another clamp instrument to use for procedures. No parts have been received by the manufacturer for analysis. Not returned to manufacturer.